Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt representative reported stim is not working right for a couple of months and mentioned the pt is in pain. Pt rep mentioned the problem started roughly last (B)(6). Pt rep stated pt is having a replacement for the ins supposedly on (B)(6) but the surgeon closed the office and it was re-open so now they are scheduled on the 1st of oct. Pt rep told the last time they went to the office one of the sales rep did something with the controller, then the patient felt a tingling and patient want to turn down the stimulation. Pt rep mentioned the stimulation is too high and mentioned the pt was frustrated, they tried to get a hold of somebody then called hcp. They also spoke with couples of person in the past to walk them through but the issue was not resolved. Agent reviewed role of rep. During the call agent insisted to help them to adjust the stimulation but pt rep wasn't with the pt and mentioned pt doesn't want them to adjust or to be helped because pt was afraid to some adjustments through call and want it to be checked by their hcp and rep. Agent redirected pt rep to contact hcp to set up an appointment with rep to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.